Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown. Gender/sex: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed during the initial surgery. The doctor cut out the lens due to the lens falling to the back of the patient's eye. Further information on the event was requested; however, no further information was received.

Manufacturer narrative:
The manufacturing record review was performed. No associated deviation or non-conformity reports found in the manufacturing record review (mrr). The units were released according specification in compliance with the product intended use as required. The manufacture of the lenses was performed per the established procedures as required. The device units manufactured were released within specifications per production order documentation evaluation. A review of the directions for use (dfu) was conducted and states the following: they are designed to be positioned posterior to the iris where the lens should replace the optical function of the natural crystalline lens. The lens is intended to be placed in the capsular bag. The dfu sections provide the customer with information on and the intended use of the lens. All pertinent information available to abbott medical optics has been submitted.